Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was unable to duplicate the reported issue (blank screen). Upon evaluation of the suspect device, the device was operating properly. Operation verification procedure (ovp) was performed on the suspect device and found no anomalies. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator touch screen was blank. There was no patient involvement associated with the reported event.